Manufacturer narrative:
The vega m is a similar product of vega r.

Event description:
During an implantation attempt, a vega m58sn: (B)(6) was used, but when the box containing the lead was opened the physician observed that the suture "sleeve" was in the tip of the lead instead on the normal location. The physician could not relocate the suture sleeve so the lead was not used.